Manufacturer narrative:
The full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was prophylactically replaced as the patient was receiving an upgraded system. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.